Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported this was a venotomy closure of the right femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional cryo procedure. The sutures of two proglide devices were successfully pre-placed. The sheath was upsized to a 16f sheath, and the cryo procedure was completed. Reportedly post-procedure, while performing the suture management of the second device, the suture was no longer in the vein. Hemostasis was achieved with the suture of the first proglide device, a non-abbott device and manual compression. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿the suture was no longer in the vein¿ could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment and not all components were returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.